Event description:
A customer contacted baxter (B)(4) regarding a connection shield that contained foreign material. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The returned sample was visually inspected and it was confirmed to have foreign matter in the pouch. This complaint for particulate matter in a connection shield was confirmed during the sample evaluation, and the root cause was determined to be a manufacturing issue, particulate matter.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.